Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was not provided, and the meter bg reading was 96 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional patient or event information was obtained or available. A root cause could not be determined.